Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/18/2015 with the following findings: part of the keypad had been torn from the pump and was missing. The up and down buttons were intermittently unresponsive. The up contact was inverted and the up and down contacts were misaligned. Contamination was found underneath the contrast and down contacts.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the keypad was peeling and the up and down buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.